Manufacturer narrative:
An intuitive surgical, inc. Technical field specialist (tfs) replaced the integrated electrosurgical unit (iesu), which resolved the issue. Intuitive surgical, inc. Has received the iesu involved with this complaint and completed an investigation. The reported issue was replicated at start up when installed in a test system. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted thoracic procedure, an error appeared on the energy generator. The error prevented use of the energy generator therefore causing the surgeon to convert to a laparoscopic procedure. The procedure was completed with no patient harm, adverse outcome or injury.